Event description:
A pt reported blood glucose results of "127 mg/dl" with a lifescan meter and "165 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Two control solution tests were performed and fell out of range, indicating a possile malfunction of the product. A control solution test as well as a precision test with blood were performed for the customer service representative using a different lot of test strips. Both fell within the expected acceptable ranges.